Event description:
The complaint is reported as: "the internal guidewire was advanced easily into the radial artery. The catheter was then advanced over the wire and the needle and wire were withdrawn. As we were securing the white catheter, trying to visualize pulsate flow out of the end of the white catheter, a popping sensation was felt. It was then found the it broke off with a pproximately 1 inch of the distal white catheter dislodged in the subcutaneous tissue." It was reported a "2.5 cm small piece of arterial line catheter was seen in hand" and removed by physician in ir. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided four photos and a video for investigation. Visual inspection of the third and fourth photos revealed the arterial catheter body was separated adjacent to the hub. The first photo was an x-ray of the patient's radial artery. Clinical and medical affairs was consulted regarding the first photo and video provided. The second photo was an image from the teleflex website which did not align with the product code reported. However, a full visual inspection could not be performed as no sample was returned for analysis. Clinical and medical affairs (cma) indicated that the poor quality of the customer provided video makes it difficult to conclude anything. Additionally, the photo provided is a static x-ray so it is unknown if the contrast then flows on in subsequent images or has delayed washout - i.e., although the radial artery is outlined along with the ulnar artery and the palmar anastamotic arch, we cannot see if the contrast is subsequently washed out indicating onward flow. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit includes the following warnings and cautions for the user: "caution: do not reinsert needle into catheter doing so may result in patient injury or catheter damage." "Warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." "Caution: once the catheter is partially threaded off the needle, do not attempt to advance needle into catheter again - this may cause catheter damage." The report that the arterial catheter separated was confirmed through examination of the customer supplied photos. Two of the customer supplied images showed the arterial catheter body separated adjacent to the hub. However, a full complaint verification testing could not be performed as no sample was returned for analysis. The device history record was reviewed based on a potential lot number from sales history with no evidence to suggest a manufacturing related cause. The probable cause of the arterial catheter separation could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the internal guidewire was advanced easily into the radial artery. The catheter was then advanced over the wire and the needle and wire were withdrawn. As we were securing the white catheter, trying to visualize pulsate flow out of the end of the white catheter, a popping sensation was felt. It was then found the it broke off with approximately 1 inch of the distal white catheter dislodged in the subcutaneous tissue." It was reported a "2.5 cm small piece of arterial line catheter was seen in hand" and removed by physician in ir. The patient's condition was reported to be fine.